Manufacturer narrative:
The instrument has not been received for evaluation, therefore, the root cause of the customer reported failure cannot be determined. Multiple attempts have been made to obtain further information, including who the vendor referenced as being in the or at the time of the event was, however as of the date of this report no response has been provided by the hospital . A follow-up medwatch report will be submitted if the instrument is returned and/or if additional information is received.

Event description:
On (B)(4), 2011, a copy of uf medwatch report (B)(4) was received from the food and drug administration. The report contained the following information: event desc: during a robotic-assisted laparotomy, a screw broke off the da vinci s pk (plasmakinetic) dissecting forceps and fell into the abdominal cavity. (The device continued to work after this event.) The screw was located and retrieved from the abdominal cavity. No harm to patient. Vendor was in the or at the time of the malfunction. What was the original intended procedure? Robotic removal of tvt tape; removal of sacrocolpopexy mesh; and cystoscopy. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).